Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. As a result, the customer went to the emergency room on (B)(6) 2024 and was subsequently hospitalized. The customer¿s blood glucose (bg) level increased to above 500 mg/dl with unspecified ketones level that were not determined to be dangerous or life threatening by a health care provider. The customer received treatment with IV fluids of saline and insulin. The customer was released from hospital on (B)(6) 2024 with issue resolved and no permanent damage. After being discharged, the customer resumed insulin use with new supplies.